Event description:
A malfunction alarm was reported with the code malf 9, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the customer in resetting the pump, and the issue did not recur afterward. The customer was instructed to continue using the pump and to contact technical support again if the malfunction code recurred, which the customer acknowledged and understood.